Manufacturer narrative:
Conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in france who was receiving lioresal 500 mcg/ml at a dose of 95 mcg/day via an implantable pump. The lot number, concomitant medications, and medical history were not obtainable. The indication for use was not provided. The implant date was not obtainable. It was reported that during normal use the pump motor stalled and the spasticity symptom returned. There was no applicable external, environmental, or patient factors that led or contributed to the issue. The hcp tried to start up the pump but it stopped. The pump status was implanted and remained in-service but was to be replaced and scheduled for (B)(6) 2016. At the time of the report the patient's status was reported as alive-no injury and the issue was not resolved.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-11 the representative further reported that the indication for use of the implanted system was spasticity. The cause of the stall was not determined. The pump was explanted and replaced on (B)(6) 2016. The specific date the patient started to experience symptoms, the date of the motor stall, and the pump logs were being further investigated.

Manufacturer narrative:
The returned pump was noted to be infusing at minimum rate of 3.12 mcg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due gear wheel 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.